Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 310.284, lot l840543: manufacturing site: bettlach. Release to warehouse date: april 17, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: a piece of about 15mm length is broken off from the received drill bit. The complete fragment was returned for investigation. There are damages visible at the cutting edges of the flutes and as well at the cutting edges at the forefront. Dimensional inspection showed the relevant dimension were all conforming. The review of the manufacturing documents has shown that device was according to the drawing with the correct material was used and the hardness was within specification. The complaint is rated as confirmed as the drill bit is broken as complained. During the evaluation no manufacturing related issue could be detected. The visual inspection under the microscope has shown that in the area of the fracture are shiny deformations visible. Also the cutting edges at the forefront are strongly damaged and blunt. These damages are an indication for an excessive metallic contact with another device, e.g. Plate or drill guide. This contact did lead to a mechanical overload and finally the breakage of the drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) procedure due to a proximal humeral fracture on (B)(6) 2019, the tip of the locking compression plate (lcp) drill bit was broken while it was used. The broken piece was successfully retrieved from the fracture site. The surgery was completed within a thirty (30) minute surgical delay. There was no adverse consequence to the patient reported. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).